Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor was having issues. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and stated that they had ordered a gas delivery system (gds) and it was on hold but the customer wanted to know if they could get onsite service with the part to repair the unit. The rse informed the customer that if a part is on hold then it would not be available even for onsite service. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered gas delivery system aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.